Manufacturer narrative:
Product discarded by customer.

Event description:
It was reported that prior to a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. There was no patient involvement, no delay, no medical intervention and no adverse consequences with this event.